Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 40mg/dl, associated with an alleged insulin on board issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient alleged the insulin on bard was not calculating correctly into the bolus total. Review of the pump history showed the pump was calculating the insulin on board correctly. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.